Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed and as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer¿ safety-lok" blood collection set blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of injection: leakage of product into the compress with unusual noise, the problem occurred several times in the previous days, change of lot and no more issue. No consequence for the patient. Consequences for medical personnel: disorganization of the preparation because of loss of time (product leakage in the pad, difficulty in unscrewing the cap) and risk taking because of radioactive product leakage. No change in treatment or medical intervention. Was there exposure to blood, a dangerous chemotherapy-type product? Presence of radioactive product. Lot og0681.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: bd received 15 sets samples for investigation. The samples were evaluated by visual examination and functional testing(separation force, leak test) and the indicated failure mode for hard to unscrew with the incident lot was not observed. Additionally, 50 sets of retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to hard to unscrew as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: at the time of injection: leakage of product into the compress with unusual noise. The problem occurred several times in the previous days. Change of lot and no more issue. No consequence for the patient. Consequences for medical personnel: disorganization of the preparation because of loss of time (product leakage in the pad, difficulty in unscrewing the cap) and risk taking because of radioactive product leakage. No change in treatment or medical intervention. Was there exposure to blood, a dangerous chemotherapy-type product? Presence of radioactive product. Lot og0681